Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer passed away. Customer experienced high blood glucose level of 400 mg/dl. The cause of death was unknown. Customer reported that they also experienced malfunctions such unexplained no delivery alarms, communication issues and had cracking on the pump's case. It is unknown if the caller will return the insulin pump for analysis.